Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a hypoglycemic event (blood glucose value was not provided) and the customer lost consciousness. The customer was taken by their mother to the emergency room (ER) and blood glucose issues were resolved. As the customer had run out of short-acting insulin, the ER physician recommended that the customer remain disconnected from the pump until consulting with their healthcare provider. Multiple follow up attempts were made to obtain additional information regarding this event. However, no additional information was provided. In addition, it was reported that when the customer had attempted to fill a cartridge, the customer ran out of short-acting insulin. A valid minimum fill notification was received, as the customer had only loaded 15 units of insulin.